Event description:
The initial oxygen reading was 68-69% which should have produced an "alarm" but wasn't mentioned with initial complaint. The repair statement indicates that a loose heat exchanger tubing clamp, sieve beds tubing and pe valve tubing clamp were leading to the low o2 reading.